Event description:
It was reported that the pump was submerged in water and the touchscreen subsequently became unresponsive. Customer's blood glucose was 284 mg/dl. The customer was instructed to reset the pump to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.